Event description:
It was reported that during a de novo, 90% stenosed, heavily calcified, moderately tortuous, left, internal carotid artery stenting procedure, prior to the placement of any nav 6 emboshield embolic protection system (eps), the patient experienced hypertension. A nav 6 emboshield eps was deployed. An acculink stent delivery system (sds) was advanced, but due to the patients anatomy, the acculink sds would not cross the lesion. The acculink sds was removed. The nav 6 emboshield filter was displaced and was removed from the patients anatomy. Another nav 6 emboshield eps was deployed successfully. A xact sds was advanced, but due to the patients anatomy, the xact sds would not cross the lesion. The xact sds was removed. Another acculink 7-10 x 40 mm sds was used successfully for the procedure. Reportedly, the hypertension was noted intermittently throughout the procedure and cardene medication was not given as treatment until post-procedure and the hypertension resolved the next day on (B)(6) 2013. The hypertension is listed as not a serious event. The patient was discharged home on (B)(6) 2013. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.